Manufacturer narrative:
Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical study database that this patient was admitted to the hospital for treatment of suspected gastrointestinal (gi) bleed. The day prior, the patient called the vad office to report two episodes of melena. Upon admission, warfarin was held, but she continued on aspirin 325 mg, and persantine 75 mg. Log files were sent for analysis due to an increase in "low flow" alarm frequency. The gi team was consulted. The patient was not transfused at this time and was reported to be stable in the step down unit. She was discharged hone on (B)(6) 2016. No additional information available.